Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a faulty pitch searchlight ffc, causing communication failures with the usm4, aca.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the reported 32056 error was confirmed and replicated. In system logs, the 32056 error was followed by a 1123 error (p3=1) was found on axes controller arm (aca) indicating i2c fault on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where error 32056 and 1123 were present during power up causing the system to disable usm. The unit was then installed onto a pftp where agc current was found to be failing on the yaw searchlight pca with error 32056 and 1123 (p3=1). During testing, the yaw searchlight flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of or error 32056 is attributed to the yaw searchlight flat flex cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error 32056 occurred against universal surgical manipulator (usm) 3. There were no reports of patient injury.